Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, no hardware parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000135, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the door is not opening properly through the pendant. It occurred intra operatively. No reported impact to the patient. There was no delay and patient present at time of event. Troubleshooting was performed that biomed looked inside and believes dingus alignment issue. Had to manually open around patient 2024-oct-11 e1(rep): no additional information received. Additional information was received. It was reported that the issue was regarding the lower door cap.